Event description:
It was reported that the system intermittently shut down. This resulted in intermittent loss of system functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system pcbs and cables were reseated. The system was tested and found to be working as intended and put back into service.